Manufacturer narrative:
Customer reported, that from time to time the ram went in the wrong direction using the filling button of the illumena. Regional service engineer could not duplicate the issue, but replaced the servo amplifier as a precaution.

Event description:
Distributor service reports; the customer reported, that from time to time the piston went in the wrong direction using the filling button of the illumena. No reported injury.